Manufacturer narrative:
The reported complaint of invalid characters was confirmed. The provided session records were reviewed and the invalid characters were observed. Another session record was reviewed and printed from a separate date and there were no invalid character's present. The root cause for the character anomalies that was present could not be identified.

Event description:
It was reported that the patient presented for a follow-up clinic visit. Upon interrogation, it was observed that the insertable cardiac monitor (icm) exhibited invalid characters on the episode summary. No intervention was performed. There were no patient consequences.